Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, crease/folding of implant, breast pain, capsular contracture baker grade IV.

Event description:
Patient reported right side "your company recalled such prostheses from the market because of the possible association of this type of prosthesis with the onset of a type of lymphatic cancer known as anaplastic large cell lymphoma.¿ patient later reported ¿significant folds.¿ ¿painful to continue wearing them.¿ patient additionally reported "after carrying out the diagnostic test, this is breast ultrasound. I enclose a copy of the report indicating their condition, which suffer from a fairly severe encapsulation" and in the same way, physician can inform you of the condition of the prostheses since they have grade 4 encapsulation." The device remains implanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe. ¿ calcification: observed. ¿ capsular contracture: unable to observe. ¿ crease folding of implant: observed creases on device. ¿ dizziness: unable to observe. As per the investigation procedure, wear abrasion, deformation, voids in the gel were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported right side "your company recalled such prostheses from the market because of the possible association of this type of prosthesis with the onset of a type of lymphatic cancer known as anaplastic large cell lymphoma.¿ patient later reported ¿significant folds.¿ ¿painful to continue wearing them.¿ patient additionally reported "after carrying out the diagnostic test, this is breast ultrasound. I enclose a copy of the report indicating their condition, which suffer from a fairly severe encapsulation" and in the same way, physician can inform you of the condition of the prostheses since they have grade 4 encapsulation." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, b6, d.6b, h6.

Event description:
The device has been explanted and replaced. Treatment: device removal and capsulectomy due to severe capsular contracture grade IV with calcifications,